Event description:
The doctor reported that implant was removed due to failure of osseointegration, approximately 4 months after the implant placement date. Oral hygiene around the implant site was good. Bone quality at surgical site was type 3. During the surgery, no significant findings were observed.